Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient indicated that it took hours to charge up the ins. The rep reported that the patient charged 1-2 times per day due to high density settings. The patient used 3ma, 200 microseconds, 1000hz. The rep reported that the ins could be palpated fine, but the patient still had dressing on and was still healing up. The healing was considered routine and there were no concerns on the part of the healthcare provider (hcp) about the status of the ins pocket currently. The following recharge stats were obtained from the clinician tablet: 10/9 21 min,80 to 100%, good recharge quality 10/8 2 hrs, 10 to 100%,good recharge quality 10/8 58 min, 50 to 100%, excellent quality 10/6 1.5 hrs, 60 to 100%, good 10/5 40 min 30 to 100%, excellent it was reviewed that good recharge quality took longer than excellent and these both have their ¿ranges¿ of speed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that normal operations couldn't be supported by battery as originally set and use instructions. The patient reported that a manufacturer¿s representative (rep) reprogrammed the device. The patient reported that the issue the long charge time and charging 1-2 times per day was resolved though the issue of the of the implanted device not performing anyone near the standard of the trial had not been resolved. No further complications were reported.